Manufacturer narrative:
H.6. Investigation summary: "material #: 360213 lot/batch #: 2305456 bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing expiration date and lot number print was observed. Additionally, 3 retention shelf boxes from bd inventory were evaluated by visual examination and the issue of missing expiration date and lot number print was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing expiration date and lot number print. Bd was not able to identify a root cause for the indicated failure mode." The following fields have been updated with additional/corrected information: d.4. Medical device lot #: 2305456. D.4. Medical device expiration date: 2027-11-30. H.4. Device manufacture date: 2022-11-01.

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the shelf packs were missing label information. The following information was provided by the initial reporter, translated from spanish to english: product doesn't have batch and expiration date in packaging.

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the shelf packs were missing label information. The following information was provided by the initial reporter, translated from spanish to english: product doesn't have batch and expiration date in packaging.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). H.3. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.